Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the on/off button failed to work due to damage of the power switch button. In addition, light guide connection was hard due to wear and dimming aperture blades deterioration were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard inspection of an olympus asset, the on/off button failed to work due to damage of the power switch button. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, and since the product was manufactured before the measures for design change of the power switch were taken, it is estimated that the power switch was damaged because the operating power and number of times of the power switch exceeded expectations. It was confirmed that the design was changed to improve the resistance of the power switch. Olympus will continue to monitor field performance for this device.